Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 444 mg/dl at the time of incident. Customer was treated with insulin pump. Troubleshooting was performed for hyperglycemia. Customer performed self test and the test passed. Customer stated that the sensor had cannot find sensor signal and sensor signal was not found. Troubleshooting was declined for sensor issue. The insulin pump will not be returned for analysis.